Manufacturer narrative:
(B)(4). The peritonitis occurred on an unspecified date in (B)(6) 2015. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was not further described. It was not reported if the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with unknown intraperitoneal antibiotics. Action taken with pd therapy was not reported. The patient outcome of this peritonitis event was not reported; however, it was reported the patient's pd effluent was clear. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.